Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2018-04110. All investigation activities will be captured under report 1416980-2018-04110.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.